Event description:
On (B)(6) 2011, (B)(6) placed a power port access port manufactured by bard access systems into my left chest wall for the purpose of the administration of chemotherapy. The first time the nurse at (B)(6) tried to access the port she was unable to. I was taken to x-ray at (B)(6) hosp where a procedure was done to verify that there was a problem. It was determined that the port was defective. I was taken back into surgery at (B)(6) on (B)(6) 2011 to have the defective device replaced. [Age group: (B)(6)]. Lost money because of this purchase, (B)(6). Bard access was the MFR of the defective device, so I believe they should be responsible for payment of all the medical charges. Pay for my pain and suffering and acknowledge their defective device so others will know the risk of using a bard access device.